Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer reported that the insulin pump stopped working after he fell while skating. The insulin pump beeped and vibrated. Replacing the battery did not bring back the display. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display. The vibrator was vibrating every 3 seconds with the notification light flashing. After swapping the boards to another case, and then swapping a known good electrical board onto electrical board , the device powered up normally. The problem seems to be isolated to electrical board . Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the case whatsoever.